Event description:
Health care professional(hcp) reports a fiber leak noted by blood in the dialysate compartment during the first 20 minutes of the pt treatment. New disposables used to continue the treatment without incident. Estimated blood loss=200cc. The dialyzer was reused prior to the reported event, exact number of time unknown. Hcp reports no pt injury and no need for medical intervention.